Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: other') and device breakage ('breakage/ expulsion: breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy: hypersensitivity"), rash ("rash"), skin disorder ("skin condition"), psychological trauma ("psych injury"), cystitis ("bladder infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure removed by hysterectomy (full), salpingectomy (bilateral), oophorectomy (bilateral)). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, device breakage, female sexual dysfunction, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, hypersensitivity, rash, skin disorder, psychological trauma, cystitis, bladder disorder, urinary tract disorder, vaginal discharge, vaginal infection, urinary tract infection, fatigue, alopecia, tooth disorder, hormone level abnormal, migraine, headache, visual impairment and weight increased had not resolved. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, hypersensitivity, migraine, pelvic pain, psychological trauma, rash, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for- psych injury, perforation: other, bladder/urinary problem, fatigue, hair loss, dental probs., hormonal changes, migraines, headaches, vision problems and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: event injury nos replaced with event perforation: other, breakage/ expulsion: breakage, apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, hypersensitivity, rash, skin condition, psych injury, bladder infection, bladder problems, urinary problems., vaginal discharge, vaginal infection, uti, fatigue, hair loss, dental problems, hormonal changes, migraines, headaches, vision problem and weight gain. Patient demographic details, reporter and product information was added. Lab data added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: other') and device breakage ('breakage/ expulsion: breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy: hypersensitivity"), rash ("rash"), skin disorder ("skin condition"), psychological trauma ("psych injury"), cystitis ("bladder infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure removed by hysterectomy (full), salpingectomy (bilateral),oophorectomy (bilateral)). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, device breakage, female sexual dysfunction, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, hypersensitivity, rash, skin disorder, psychological trauma, cystitis, bladder disorder, urinary tract disorder, vaginal discharge, vaginal infection, urinary tract infection, fatigue, alopecia, tooth disorder, hormone level abnormal, migraine, headache, visual impairment and weight increased had not resolved. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, hypersensitivity, migraine, pelvic pain, psychological trauma, rash, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for- psych injury, perforation: other, bladder/urinary problem, fatigue, hair loss, dental probs., hormonal changes, migraines, headaches, vision problems and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2019: quality-safety evaluation of ptc (product technical complaint). No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.